Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. False alarm: data logs were reviewed and confirmed the alarms. The cause of the false alarm could not be determined. Optical sensor issue: data logs were reviewed and the report was confirmed. Upon review of data logs, it was determined that the console was the cause of the optical sensor issue. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
It was reported that upon arrival to the emergency department, a patient was in and out of ventricular tachycardia storm. The patient was shocked 12 times total. The plan was for an impella 5.5 as a bridge to ablation. Post procedure, multiple false impella in aorta alarms were noted. Placement was verified by transesophageal echocardiogram. The placement monitoring alarm was disabled by the perfusionist. Upon arriving to coronary care unit, it was noted that the left ventricle (lv) and aorta (ao) were missing. Flows were appropriate for p-level as well as appropriate motor current. Placement signal (ps) waveform spontaneously returned, immediately followed by a controller error alarm. Automated impella controller (aic) to aic transfer was completed by perfusion. Ao ps artifact was still present but not alarming. About ten minutes after aic to aic transfer the ao/lv ps returned and correlated to the patients a-line. Care was withdrawn and the patient expired. This report is one of two related reports. This report for the impella 5.5 and an additional report will be submitted for the aic (serial number (B)(6)). Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not saved by the customer post explant and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.